Manufacturer narrative:
The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. Console logs from the reported day of event are consistent with complaint and show a controller failure alarm after 8 days of support with pump 395280. The alarm was preceded by several sau_purge communication error messages, and followed by alarms #501 (controller error due to pbm voltage out-of-spec), and failed resets of pud. The issue was reproduced. Inspection of the electronics revealed that although pbm was providing nominal voltage to the pud (24v between pin5 and pin4 on j1.1 on pud pca), the green led on pud was not lit, indicating failure of pud. After the board was temporarily replaced with a known-good one, the issues was resolved, and the pud (sau_purge) communication was active. Any pbm-related alarms (#501) observed in logs were related to the pud malfunction and were also resolved with a pud replacement. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. A controller failure alarm was noted on the aic. The initial device was replaced with a new controller. There was no report of patient harm or injury.